Event description:
Pateint callled in to report a service error code. Customer care attempted to troubleshoot by asking the patient to reboot the wcd system but was still not able to clear the code. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.